Event description:
A surgeon reported that in spite of a "very successful" surgery, an intraocular lens (iol) was exchanged for a different model lens because the pt's vision was "very bad." The surgeon indicated the original lens might be defective. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 1/12/2012 and 1/19/2012 by fax, mail and phone. A completed questionnaire has not been received. (B)(4).